Event description:
Information was received from a consumer and health care provider (hcp) regarding a patient with an implantable pump for spinal pain. It was reported that the personal therapy manager (ptm) got to 90% and then either took a long time before it completed or "timed out" and then he had to start over. In some cases, he would see error code 156 when it timed out while he was waiting for the bolus to complete. The agent had the hcp clear the patient data services (pds) data to see if the time to communicate with the pump improved which it did. In this instance, the hcp did not see any other error codes.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.